Event description:
Subsequent to the previous medwatch report, it was discovered this article was previously captured as and individual patient event in MFR# 2024168-2018-09623. Subsequently, additional information was received: patient ID: (B)(6) it was reported that on (B)(6)2018 , the patient presented with pure annular dilatation, mitral annular calcification, leaflet tethering, and non-ischemic functional mitral regurgitation (fmr) grade 4+. Two mitraclips (cds0502, 71030u105 and 71030u107) were implanted without reported issues, reducing the mr to grade 1+. The mitral valve gradient was 7mmhg. On (B)(6)2018 , a mitral leaflet dissection is estimated to have occurred. The injury required hospitalization and treatment with medication. On (B)(6)2018 and (B)(6)2018 , the reported information captured within the ecrf was updated to state that the mr remained grade 1+ and the mean mitral valve gradient was 5mmhg. On (B)(6)2018 , (B)(6)2018 and (B)(6)2018 , the patient had been hospitalized for worsening heart failure, treated with medications. Per physician, the events were unrelated to the mitraclip device and unrelated to the mitraclip procedure. There was no device malfunction. On (B)(6)2018 and (B)(6)2018 , worsening heart failure along with atrial fibrillation were noted. Per physician, the events were unrelated to the device. There was no mr reoccurrence and no device malfunction. On (B)(6)2018 , the patient was admitted to the hospital and experienced progression of parkinson disease with aspiration pneumonia. Medications were provided. On (B)(6)2018 , the patient expired due to progression of parkinson¿s disease and aspiration pneumonia. The autopsy showed that the second mitraclip implanted (cds0502, lot # 71030u107) had penetrated the posterior leaflet. The clips had remained stable without a device issue.

Manufacturer narrative:
A2, a4: the patients age and weight were from the procedure date of (B)(6)2018 the device was not returned for evaluation. There was no reported device malfunction associated with the clip delivery system (cds). Additional information was received indicating the previously reported increased mitral regurgitation and mitral stenosis had not occurred. There is no indication of product issue with respect to manufacture, design or labeling. This literature report was discovered to be a duplicate of an individual study patient report previously reported in MFR# 2024168-2018-0962. Additional information was received and is documented in this MFR#(B)(4) .b2, death date. B3, date of event. B5

Manufacturer narrative:
Date of death: estimated date. The clip was implanted and will not return. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature: ¿ clinical outcomes of percutaneous mitral repair with mitraclip system: experience of 42 cases in a single center".

Event description:
This report is filed due to tissue damage, worsening heart failure, and death. It was reported in an article that 42 mitraclip procedures were performed between april to december of 2018. There was no device malfunction reported. One individual case report was obtained from the article: on (B)(6) 2018, a mitraclip procedure was performed. On (B)(6) 2018, a posterior medial leaflet (pml) perforation occurred as per echocardiogram. There was worsening heart failure conditions. Treatment included control of heart failure symptoms. On (B)(6) 2018, the pml perforation was observed/confirmed on the autopsy. No additional information was provided. Details are found in the attached article titled ¿clinical outcomes of percutaneous mitral repair with mitraclip system: experience of 42 cases in a single center.¿